Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6) (okr). Okr checked the subject device and found that a foreign object (possibly the reported clip) came out from the suction channel. The clip was olympus product. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr and similar past cases there was the possibility that the reported phenomenon was attributed to the following. - it was considered that the user aspirated the clip with open, consequently the clip clogged in the channel, and the user could not remove the clip by brushing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the suction channel of the subject device was jammed with a clip. There was no report of patient injury associated with this event.